Manufacturer narrative:
Device was not returned and not available for analysis.

Event description:
A doctor performing a stereotactic procedure placed his index finger on the exposed aperture opening from the patient's breast. The cutter was activated and the doctor's finger was cut. There were no patient consequences. Follow-up with the supervisor of the facility, ms thema reeves, indicated the doctor was trying to get more vacuum and placed his finger near the probe and activated it thinking he had activated the vacuum not the cutter. The doctor removed his glove, disinfected his finger, placed a bandage on the cut and re-gloved to complete the procedure. Doctor refused additional medical care. The doctor is doing fine. An incident report was filed at the facility.